Event description:
On (B)(6) 2024 at approximately 4:45 pm pst, the patient reported elevated blood glucose levels following a supply and infusion site change earlier that morning. Blood glucose was stable throughout the day until after dinner (blt sandwich) approximately 1 hour and 45 minutes prior to the call. The patient announced the meal at the time of eating. Reported blood glucose ranged between 200¿318 mg/dl for about 1.25 hours, with the highest reading at 318 mg/dl. The patient attempted a meal announcement as a correction, which the agent advised against and provided education on proper correction methods. No ketone testing was performed, and no backup therapy or professional medical intervention was required. The patient reported no immediate health effects (e.g., dizziness, dka). Agent advised monitoring blood glucose and to call back if levels remained at or above 300 mg/dl for further troubleshooting. Patient understood and agreed. Case closed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.